Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced median wound bacterial infection. Surgery and drug therapy were performed. The cause of the infection was stated to be due to the condition of the patient and complicated medical management. Although the event was not considered to be unrelated, it could not be ruled out. It was stated that the infection may have been influenced by previous infection [prior driveline infection (B)(6) 2025 covered under MFR# 2916596-2025-06573]. They were admitted from (B)(6) 2026. Negative pressure closure therapy was done as treatment.